Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified shunt in a limb. A 6.0mmx100mmx80cm sterling balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.